Manufacturer narrative:
Exact date unknown, event occurred week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7077142.

Event description:
It was reported that the patient experienced poor paresthesia coverage and undesired stimulation in the non-target area. X-ray showed that the leads had migrated. Reprogramming was performed without success. The patient underwent a revision procedure wherein, one lead was repositioned, and other lead was replaced. The explanted lead was not returned.